Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. The setscrew marks on the connector pin were too proximal. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant product(s): ddbb1d1 ICD, implanted: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, undefined impedance, varying impedance, noise, elevated sensing integrity counter (sic), non-sustained ventricular tachycardia episodes, and was possibly fractured. The lead was partially explanted, capped, and replaced. No patient complications have been reported as a result of this event.